Event description:
On (B)(6) 2010, pt reported the up button on his infusion device did not work a couple of times when it was pressed. Pt was attempting to deliver a bolus when he noticed up button was not working properly. Pt was not able to provide dates of event. Pt switched to backup infusion device. Troubleshooting was completed and both up and down buttons functioned as intended. Infusion device has been in use since 2008. Pt boluses approx 3 times per day. Infusion device has not been dropped or exposed to water. No physiological effects were reported. The pt did not require assistance from a health care professional or second party to address the issue. Infusion device was replaced and requested for eval.